Event description:
On (B)(6) 2012 the customer reported a flogard pump with an occlusion constant alarm. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "occlusion constant alarm" was confirmed in the sample evaluation. The cause of the problem was a safety clamp shim being out of calibration. The safety clamp was recalibrated onsite at the facility by a baxter field service technician to fix the problem.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review revealed no previous service events were related to the reported condition.